Manufacturer narrative:
(B)(4). Estimated event date (reported as last week, unspecified date). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, when the yellow protective sheath was removed from the xience xpedition stent delivery system, the stent came off with the yellow sheath. There was no patient involvement. Another xience xpedition was used to complete the procedure without further incident. There was no additional information provided.